Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings; -the switch button 1 was marked -the universal cord had wrinkles -the bending angle did not meet specification -the instrument channel was worn omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021: unspecified channel: staphylococcus epidermidis and staphylococcus warneri (total is 12 cfu/200ml.). Second time; (B)(6) 2021: unspecified channel: filamentous fungus (2 cfu/200ml). Third time; (B)(6) 2021: suction channel and instrument channel: staphylococcus warneri, staphylococcus epidermidis and kocuria sp. (The total is 4 cfu/100ml.). Air/water channel: staphylococcus warneri, staphylococcus epidermidis and kocuria sp. (The total is 3 cfu/50ml.). Fourth time; (B)(6) 2021: acinetobacter lwoffii (5 cfu). Elevator channel: staphylococcus hominis and micrococcus luteus (the total is 6 cfu.). Unspecified channel: staphylococcus hominis and micrococcus luteus (the total is 7 cfu.). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.